Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 24 months post index procedure the patient experienced restenosis of the l sfa. The % restenosis was 90%. The patient was treated 4.5 months later with non-medtronic deb. Investigator indicated that the reported event was possibly related to the study device/procedure and not related to the paclitaxel. Patient has recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the previous reported restenosis was related to the study device and not related to the procedure or drug. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.